Event description:
Information was received from a consumer and healthcare provider (hcp) regarding a patient who was receiving morphine at an unknown dose/concentration via an implantable pump for spinal pain. It was reported there was a low reservoir alarm code (8254) on the patient's personal therapy manager (ptm), on (B)(6) 2016. The code had not yet been verified by a clinician programmer. The patient's scheduled refill date was (B)(6) 2016. The refill date on the ptm was (B)(6) 2016. The patient wanted to know if they had enough to make it to (B)(6). No symptoms were reported. It was further reported on (B)(6) 2016 that the patient was getting a bell symbol on their ptm screen and a beep from their pump. Further information was then received from the patient's hcp. Their pump was filled on (B)(6) 2016. No further information was provided from the hcp including if any troubleshooting was performed, what actions/interventions might have also occurred, the cause of the alarm or if the alarm had been resolved.

Event description:
Additional information was received from a healthcare provider (hcp). The alarm that occurred was the low reservoir alarm; no other alarms occurred. The pump had been refilled the day the low reservoir alarm occurred. The event occurred because the patient missed an appointment. The hcp had no further information to provide.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.